Event description:
The customer reported that the battery contacts on the transmitter were smoking.

Manufacturer narrative:
Details of complaint: the customer reported that the battery contacts on the transmitter were smoking. No harm or injury was reported. Investigation summary: the customer stated that the battery contacts looked rusty and in poor condition. The transmitter operated within specifications when the battery contacts were smoking. Nihon kohden technical support (nk ts) initiated a repair for the device. Nihon kohden repair center's (nk rc) evaluation could not duplicate the reported issue. However, the battery contacts were corroded. An exchange unit was sent to the customer. The root cause determined to be fluid intrusion (corroded battery contacts). The device was in use on a patient at the time of the incident, but no patient harm was reported. A review of the device history found that this is not a trending issue. A previous investigation identified that the incorrect insertion of the battery may cause the battery spring terminal to break the coating of the battery, leading to short circuit and eventually heating of the device. Another possible cause of the issue is improper battery insertion. It is remote or unlikely to cause patient death or life-threatening permanent impairment. This is because the maximum exterior temperature is below the minimum temperature that can cause a burn after prolonged (greater than 5 hours) skin exposure. The operator's manual provides instruction on how to properly insert the batteries on the device. Furthermore, a design change was made to prevent overheating by short circuit caused by improper insertion of batteries (ref (B)(4)). The design change has been applied to the following serial numbers: (B)(6); serial (B)(6) or later (B)(6) - serial (B)(6) or later (B)(6) - serial (B)(6) or later (B)(6) - serial (B)(6) or later a design change has been implemented to the product to prevent short circuit of the battery during battery insertion. The complaint device was manufactured prior to this change.

Manufacturer narrative:
The customer reported that the battery contacts on the transmitter were smoking. The customer sent the device in on (B)(6) 2020 and it is currently awaiting evaluation and repair. The issue was found at setup. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the battery contacts on the transmitter were smoking.